Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, two drawers opened during dispensing/refilling, and one drawer opened unexpectedly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two drawers opened when dispensing medications. A field service engineer (fse) initially worked with customer over phone and recovered mini drawer 1.8. Further the fse found multiple mini drawers cross-mapping (e.g., 1.1 opening 1.13, 1.2 opening 1.14, etc.), indicating a mini controller issue. Then the fse replaced the 1-18 mini controller; however, during acceptance testing, drawers 1.8 and 1.18 were overextending, so the pyxis anesthesia station was powered down and the mini drawer engines for 1.8 and 1.18 were replaced. Acceptance testing was rerun with successful results, and inventory for mini drawers 1.1-1.18 was completed. The system functioned as intended after the field service engineer repaired the device.